Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy but keep getting air leak and no flow in an arctic sun device. Nurse noted that the arctic gel pad line or tubing was not fully connected at the clamp. Advised swapping out to a new set of pads. Air openings in the line would affect the flow rate. Place these pads aside and the tm will follow up and assist with having them returned for investigation. Per follow up information received via task on 28may2026, spoke with charge nurse who confirmed pads are in office. They did not have any details regarding the patient event and noted they had spoken with their representative about the pad and was told to keep it until someone calls to collect it or the representative picks it up.